Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the patient is a female. She has been hospitalized. The procedure was an open hysterectomy. The device was used for the dissection on around the pelvic at the middle part of the operation. The device was cutting too strong on the thick tissue. No bleeding occurred. The surgeon noticed the issue when putting the device back to the mayo-table. X-ray was performed before the operation ends. No broken piece was found, and the surgeon closed the wound to complete the case. The patient is a female, still hospitalized and so far, no complication has been reported. The patient is stable. The surgeon explained to the patient about the possibility of the broken blade left inside. The additional treatment or reoperation were not performed. The severity of a patient's illness was mild. Dr kato commented that the possibility of adverse consequences to the patient is low. The sales rep received similar comment from the other doctor. The operation was hartmann's operation, adnexectomy and ureteral stent placement. The device was used for the dissection on around the pelvic. X-ray was performed and no broken piece was found. The surgeon closed the wound to complete the case. It is unknown if the MRI will be performed or not. The patient is stable. The device was used to cut forcibly on the thick tissue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an unknown procedure, the blade was broken. There is a possibility that the broken piece fell into the patient. MRI and x-ray will be performed. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4) .date sent: 7/12/2022 .d4 batch #: v7025f. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the cable cut off. The distal tip of the blade broke off and was not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. A test cable was used for analysis. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.